Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(4). Batch: 2000005992.

Event description:
It was reported that the patients lead was fractured. The patient underwent a lead replacement procedure. The explanted leads were not returned.